Event description:
Additional information was received from the patient reporting the handset was getting slow when it gets to 90% and stops for a little bit before it finishes. Patient services assisted patient with clearing the data on the handset and patient was able to connect very fast to pump and seeing the lockout screen. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable. Boluses per day: 4. The indications for use was non-malignant pain. The patient reported that their ptm (personal therapy manager) was slow and it stops to 90% when trying to connect. The agent assisted the patient in deleting the data and the patient was able to get connected without having any further issue.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot# serial# unknown, product type: software. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.